Event description:
A customer reported during treatment there was an external blood leak from the arterial chamber of the cartridge blood line resulting in an estimated blood loss of 10 ml. Treatment was stopped and the blood from the extracorporeal circuit was returned to the pt. The pt did not require any medical intervention. Blood tubing set was discarded and not available for investigation.